Event description:
A 70 year old female patient underwent a high risk percutaneous coronary intervention (hrpci) supported by an impella cp device (sn (B)(6)). The impella was inserted via the right femoral artery on (B)(6) 2026 at 9:50 am and was successfully weaned and removed on (B)(6) 2026 at 12:18 pm. Following device removal, the patient was found to have an iliac artery dissection at the access site. She was taken for a vascular repair procedure, which was completed successfully. The patient was later discharged in stable condition on (B)(6) 2026. Based on the available information, the event appears consistent with a patient¿device interaction at the vascular access site, resulting in an iliac artery dissection requiring surgical repair. There is no information indicating a device malfunction. The patient recovered following vascular intervention and was successfully discharged.

Manufacturer narrative:
D4: serial number and UDI are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the aortic dissection was not determined due to insufficient clinical details.